Event description:
Immunocompromised pt in ICU w/tb & v-tach arrest was intubated and maintained on a ventilator. While nurse was in pt's room, ventilator stopped working. Pt was immediately removed from ventilator, was ambu bagged and placed on a different ventilator. There was no sequela to pt. Pt remains vent dependent via a trach and is on floor care. Prognosis is poor. Ventilator was inspected by rt and was found to have no electrical power. Rental co was called and picked up the ventilator. Their inspection found a defective compressor.